Event description:
Same case as: 6000093-2007-01233. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The lesion being treated was located in the proximal right coronary artery (rca). The patient presented with an acute inferior st elevation myocardial infarction. Angiography showed the proximal rca was completely occluded before the previously placed non-boston scientific stent. Another manufacturers thrombectomy was successfully performed, reducing the clot burden. A 4.00x28 mm liberte bare metal stent was deployed followed by a 4.00x24 mm liberte bare metal stent. Excellent angiographic results with timi flow iii. Stenosis was reduced to 0%. Patient was prescribed clopidogrel and aspirin for 1 year. Eight months post the placement of the liberte stents, the patient presented with an acute inferior st elevation myocardial infarction. Angiography found complete occlusion of the proximal rca due to stent thrombosis one of the liberte bare metal stents. Another manufacturers thrombectomy was successfully used. Two areas of residual stenosis were corrected with 2 inflations to 14 atms with a 4.0x20 mm nc ranger balloon resulting in excellent angiography results. Medication given: clopidogrel, aspirin. No additional patient complications were reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.